Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient could see a scratch that was on the lens. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
The lens was returned. Solution is dried on the lens. The optic has an area of scratches and has a wide long scuff mark across the central optic zone. The optic is torn/cut into two pieces, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).